Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient could not read or could not see distance and myopic surprise. The iol exchange will be scheduled. Additional information has been requested.